Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted on 2007. Consumer reported that, soon after the procedure, she started feeling stick with cramps, joint pain, vaginal bleeding, loss of energy, pain lower back and was getting worse. After couple of years feeling bad, her obstetrician/gynecologist and she decided to remove the essure, and had ablation to stop the bleeding. After the surgery, still with pain; the doctor did a partial hysterectomy because she had endometriosis, still with joint pain. In addition, consumer reported that her daily activities were impaired. She has been seen several doctors, but nothing was diagnosed. Her blood work came back normal. Last year a lump was removed from consumer's breast. She stated that she was healthy before essure and now she has all kinds of allergies and her life was reduced to taking pain killers and going to doctors. Follow up 18-mar-2015: ptc investigation results were provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and soon after the procedure, started feeling stick with cramps and had pain lower back and was getting worse. These events are serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, soon after placement procedure the consumer felt stick with cramps and presented pain lower back and was getting worse. Essure was removed but after the surgery, she was still in pain. The doctor did a partial hysterectomy because she had endometriosis. Although the pain did not improve after essure removal and the endometriosis could be an alternative explanation for the reported events, a contributory role of essure to cramps and back pain cannot be totally excluded. Since a surgery was performed to remove essure, this case is regarded as incident. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up from 01-jul-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and soon after the procedure, started feeling stick with cramps and had pain lower back and was getting worse. These events are serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, soon after placement procedure the consumer felt stick with cramps and presented pain lower back and was getting worse. Essure was removed but after the surgery, she was still in pain. The doctor did a partial hysterectomy because she had endometriosis. Although the pain did not improve after essure removal and the endometriosis could be an alternative explanation for the reported events, a contributory role of essure to cramps and back pain cannot be totally excluded. Since a surgery was performed to remove essure, this case is regarded as incident. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. Despite follow-up attempts no further information was obtained.